Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right common femoral artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during second inflation at 24 atmospheres, the balloon ruptured. The device was removed without problem. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was good.